Manufacturer narrative:
Corrected data: in addition to initial information.

Event description:
Customer delivered manual injections to address blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during the load sequence with multiple cartridges. Customer's blood glucose was 315 mg/dl. Replacement cartridges were sent to customer.